Event description:
Info received indicates the head hi/low function is going down by itself.

Manufacturer narrative:
The technician found the solenoid valve would not close due to contamination. The technician replaced the valve to repair the bed.